Event description:
International affiliate reports the distal tip of the x-tab driver broke off inside a screw head and became wedged in that location during spine surgery. Initially the screw could not be advanced or removed. The sales representative was present and provided instruction for removing the screw with the broken tip. As a result of the difficulty, the surgical procedure was extended by sixty minutes. There were no adverse consequences to the patient.

Manufacturer narrative:
Depuy spine has requested return of the driver for evaluation. A follow up medwatch report will be filed upon receipt of the device and completion of the evaluation.

Manufacturer narrative:
Examination of the returned driver confirmed the distal tip had broken off from the device. Review of the device history record found no discrepancies. No definitive conclusions can be made at this time. However, it appears that atypical force was applied to the driver during use, resulting in material fatigue. If a tip section were to be left behind after breakage during screw insertion, the broken tip would be contained within the screws hex, covered by a spinal rod and setscrew, and it would not migrate. At this time, the complaint is considered to be closed.